Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient did not recharge the ipg for several months. In turn, the patient underwent surgical intervention on (B)(6) 2023 wherein the ipg was explanted and replaced.